Event description:
A other health care professional contacted technical service to report that totalcare bariatric capital had head of bed wouldn't go up. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The baxter technician found the hydraulic valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter did not performed any preventative maintenance on thisbed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hydraulic valve to resolve the reported event. Based on this information, no further action is required.